Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge shipped replacement batteries to the customer and the customer confirmed that they were charging; the iabp was subsequently released for clinical use.

Event description:
It was reported that the battery of the cardiosave intra-aortic balloon pump (iabp) was not charging. The circumstance of the event is unknown; however, there was no patient involvement and no adverse event was reported.